Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests: (B)(6) 2016 (09:00): ck-mb=5.78 ng/ml, normal upper limit 6.22; (B)(6) 2016 (09:00): troponin I=35 ng/l, upper reference limit 14. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience pro x everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, a 3.5x18mm xience pro x stent was implanted in the proximal left anterior descending (lad) coronary artery lesion. Following, a dissection was noted, treated with a 3.0x12mm xience pro x stent. The dissection resolved. Post procedure, elevated cardiac enzymes were noted, less than 5 times the normal upper limit. There was no treatment provided and no prolonged hospitalization. On (B)(6) 2016, the patient was discharged home. There was no additional information provided.